Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after implant this patient went into the emergency room due to chest pains. A consult transmission on latitude was performed, data showed that the auto threshold was not running due to low evoked response (ER). The device was reprogrammed and technical services suspects that device may have had high pacing thresholds. Subsequently, an x-ray was performed, and a lead perforation at the ventricle was observed. The patient underwent a revision procedure, and this right ventricular (rv) lead was successfully repositioned. An ultrasound was performed post lead revision. No additional adverse patient effects were reported. This rv lead remains in-service.